Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the foley catheter was broken, and it was missing. Per additional information via email from ibc on 05mar2024, it was stated that the device used on patient but no injury. It was unknown whether tip of the catheter was broken inside the patient or while receiving the product.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received three (3) photo samples. Two (2) photo samples showcase an overview of 3-way foley catheter with cut portion of inlet tubing. Third photo samples showcase a piece of paper with native writing. Visual: received one (1) used 3-way foley catheter with cut portion of inlet tubing without original packaging. Visual inspection noted balloon burst (measuring 0.4345"). No missing pieces were noted. This is within specification per inspection procedure revision which states, catheter length must conform to drawing. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the tip of the foley catheter was broken, and it was missing. Per additional information via email from ibc on 05mar2024, it was stated that the device used on patient but no injury. It was unknown whether tip of the catheter was broken inside the patient or while receiving the product. Per sample evaluation received on 17apr2024, it was found that the balloon burst was observed during evaluation.